Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 5.0 (9:30 am), lab: 3.4 (10:42 am), retest1 inratio: 2.2 (11:52 am), retest2 inratio: 3.7 (1:00 pm). Patient's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.